Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the proximal segment of the lead was returned severed 205 millimeters (mm) from the terminal pin. A cut was observed on the lead body approximately 190 mm from the pin. The conductor coils were noted to have been deformed and stretched approximately 178-182 mm from the terminal pin. One of the filars was cut at this location as well. Such damage to the lead was thought to have been induced during the explant procedure. The returned segment passed continuity testing which confirmed the lead was electrically continuous. Overall, analysis was unable to confirm the allegations made against the lead in the field.

Manufacturer narrative:
The remaining portion of this rv has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode with accompanying shocks. Upon interrogation, their implantable cardioverter defibrillator had exhibited an alert 1004 which is indicative of a short circuit condition being detected during shock delivery. Electrograms also showed multiple shocks with a low out of range shock impedance measurement of less than 20 ohms. The final shock attempts in both available episodes were successful at converting the patient back to sinus rhythm and did not indicate any shock fault. Immediate surgical intervention was performed and the physician attempted to extract the chronic right ventricular (rv) lead but it was difficult to remove so the physician decided to properly cap and abandon it in the patient. No additional adverse patient effects were reported.